Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 38x2.50mm promus premier drug eluting stent was advanced to treat the lesion. When the device was attempted to be delivered to the lesion using a non bsc guide extension catheter, the distal edge of the stent struts came into contact with the entry of the guide catheter. The stent was not able to cross the lesion and was removed from the patient. It was found that the stent was damaged. The procedure was completed with a non bsc stent. No patient complications were reported and patient's status was good.